Event description:
The monitor showed high pressure, so the patient did a CT examination. Then the monitor displayed "no memory detected on the catheter" and the screen stayed on the interface and no pressure on it. After the catheter was removed, my colleague tested it, and the monitor displayed the pressure.